Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the customer, the reported event occurred during the system check. Also, at that time, the device had no contact with the patient. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the device inspection result, it is possible that the endoscopic image was not displayed properly because the video communication could not be transmitted to the video system center due to the damaged camera cable. Omsc confirmed the product shipment record, but there was no abnormality on the device. Therefore, the camera cable may have been damaged by user's handling. The instruction manual provides preventive measures against the reported camera cable breakage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(6) for evaluation. Olympus repair center inspected the device and confirmed the following: the camera cable was broken. There were intermittent stripes on the endoscopic image due to the broken camera cable. The device will be returned to the user facility after repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a striped pattern was sometimes displayed on the endoscopic image. The user facility was concerned about the camera cable breaking. There was no report of patient injury associated with the event.